Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). Updated fields: b4, b5, b6, b7, c10, d9, e1 (initial reported name, phone number, email), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. After checking, it was found that the machine won't turn on. It may be caused by a damaged power management board and solenoid board due to burn marks on the solenoid board. Replaced the power management board and solenoid board, but the machine still cannot be used. Will order a new power management board and solenoid board again. The fse went in to repair the machine from the last time and tried replacing the power management board and solenoid board, and the machine can turn on and off normally. Conclusion: the power management board and solenoid board are broken. The machine cannot be used until the power management board and solenoid board are replaced. Will offer the price of the power management board and solenoid board later. The machine is not yet repaired.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) can't turn on. No patient was involved.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) can't turn on. No one was harmed onsite.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(investigation conclusions).